Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920

Manufacturer narrative:
(B)(4). Concomitant medical products: c05cc46 - dual mobility ades cmntd 46mm - 110774250a, 05pe2246 - d-mob ades insert 22.2mm sz46 - 109279260a, 66017569 - palacos r +g 2x40 g ¿ 87324437, 61971001 - antibiotic simplex tobramycin (single pack) - tlx046, 00801102028 - allen plug hdpe/baso4 14c/28fl ¿ 63531952, 00801802220 - femoral head sterile product do not resterilize 12/14 taper ¿ 63311694. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 7 weeks post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.